Event description:
It was reported that pt was monitored using a bed-exit alarm system consisting of posey 8350 keepsafe alarm and posey 8290a six-month over-the-mattress sensor pad. Products were issued to pt in 2006. It was reported that pt exited bed, fell on the floor, and broke a hip. Staff members report that no alarm was heard. Sensor pad was inspected by posey representative and found to be damaged and non-functional. The keepsafe alarm was found to meet specifications and was returned to service. Inspection of the sensor pad showed creases and circular swirls caused by folding and rolling the sensors. Product labeling and instructions point out that folding and rolling may damage the sensor and that alarm and sensor should always be tested before leaving pt. Damaged sensors may not operate according to specifications and may not activate the alarm.